Event description:
It was reported that while downloading software from the software distribution network (sdn), an error message was displayed, and reboot would not clear the error. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was reimaged and software was reloaded. It was also noted that the tab of the power cord bay door was bent, and the stylus was bent. Concomitant medical products: product ID 2067l radiofrequency (rf) head; product ID 2290 pacing system analyzer. (B)(4).